Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) has 8 years remaining and patient thinks the battery drops 2 years in a span of 3 months based on the report from the monitoring company. The patient wanted to figure out of what is going on with the device. This device remains in service. No adverse patient effects were reported.